Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150 j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018. The patient was in a nursing facility and it was reported that staff removed the device to perform CPR. Per the downloaded ECG and flag data, the patient was treated by the lifevest twice. The device detected and alarmed for vf at 07:18:28 pm on (B)(6) 2018. The device converted the vf to a paced rhythm at 30 bpm with pvcs. The patient's rhythm went back into vf and a second treatment was delivered at 07:22:39 pm. The vf was converted to a paced rhythm at 30 bpm. The paced rhythm degraded to vt at 150 bpm. The ECG recording shows that the patient was in vt with variable amplitudes and motion/CPR artifact for approximately 2 minutes. The flag data also indicates that a bystander was pressing the response buttons during a subsequent arrhythmia detection at 07:30:24. The variable amplitude, artifact and response button use prevent a treatment during the vt. The patient's rhythm self-converted to a paced rhythm at 130 bpm with CPR artifact until the belt was disconnected.